Manufacturer narrative:
The device has been requested but has not been received. Should the pump be received for evaluation, or if additional info becomes available, a follow up report will be filed. Two-year review of the complaint history reveals no other reports have been received for this serial number for the reported issue.

Event description:
The facility reported an infusion pump with a failure code of 570:320. Info was not provided regarding whether or not the device was in pt use when the event occurred. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event and no pt injury had been reported. No additional info available.